Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was analyzed. Visual summary analysis of the lead indicated damage at implant. Analyst commented, visual analysis found helix was covered with blood, tissue and foreign material. However, helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during use the atrial lead shifted and seemed that the lead just fell out. After retraction it seems that the atrial lead never unscrewed. The atrial lead was replaced with another lead. No patient complications have been reported as a result of this event.